Event description:
It was reported that during a stenting treatment procedure, the device appeared longer. The 75% stenosed lesion was located in the carotid artery. The carotid wallstent monorail catheter was advanced to the lesion, but the physician noted that the stent was "sort of longer". The stent was retrieved intact and the procedure was successfully completed with another carotid wallstent. No patient injury or complications were reported. The patient's condition was reported as "stable". Additional information was requested, but not received

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.